Event description:
Family member called in regards to patient's lfs meter. They mentioned that the meter gives an error 4 message and patient is unable to test their blood sugar. Patient did not have any symptoms of high or low blood sugar. Since patient was unable to obtain a blood sugar reading on their lfs meter, they used a freestyle meter and obtained a 127 mg/dl. Patient took their medications based on the freestyle meter reading. Ccr was unable to resolve the issue with the error 4 and sent patient a new meter.